Manufacturer narrative:
Patient demographics (date of birth, age at time of event, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission due to device evaluation. Device history record review revealed nothing relevant to this event. The failure mode could not be determined but the broken needle point condition is consistent with passing the needle through challenging tissue (thick or calcified) or hitting bone. The distal end of the nitnol point demonstrated minimal scrape marks, indicating the device was not fired excessively. The mating part (instrument) used in the event was not returned. Confirmed the needle strip thickness and width dimensions to be within specification. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
The needle tip broke in the patient during a rotator cuff repair. It was not retrieved; there were no x-rays. Patient: male, (B)(6). Follow-up investigation: the surgeon discovered the needle broke as soon as the breakage occurred. Scorpion mating part # ar-13999mf, lot 83042, was used with the needle. The needle was not dry fired prior to use and was only used during this case. Per the sales rep, the surgeon stated that he believes he had passed three suture limbs prior to the device breaking on the fourth pass. The surgeon confirmed to the rep that the jaws on the scorpion were securely clamped on tissue during suture passing and that the needle did not hit bone or cannula. An additional needle was opened to finish the procedure. Surgeon informed sales rep that she searched for the broken needle tip but was unable to locate it. There were no additional incisions made during this process.

Manufacturer narrative:
Patient demographics (date of birth, age at time of event, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
The needle tip broke in the patient during a rotator cuff repair. It was not retrieved; there were no x-rays. Patient: male, (B)(6). Follow-up investigation: the surgeon discovered the needle broke as soon as the breakage occurred. Scorpion mating part # (B)(4), lot 83042, was used with the needle. The needle was not dry fired prior to use and was only used during this case. Per the sales rep, the surgeon stated that he believes he had passed three suture limbs prior to the device breaking on the fourth pass. The surgeon confirmed to the rep that the jaws on the scorpion were securely clamped on tissue during suture passing and that the needle did not hit bone or cannula. An additional needle was opened to finish the procedure. Surgeon informed sales rep that she searched for the broken needle tip but was unable to locate it. There were no additional incisions made during this process.